Event description:
Customer reported when the alarm is set to voice only or voice and tone, the alarm does not sound. Batteries have been replaced with a new supply. No visible damage reported. Customer did not provide a date when found. No pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned product confirmed the reported issue; the voice message does not play as it should. The tone functions properly. Alarm p[asses all other functional tests. The unit has been exposed to moisture and the battery door is missing. (B)(4).